Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The physician involved in the case indicated that this adverse event was not due to any issue with the bone cement or delivery instruments, but likely due to the patient's anatomy. No device failure to report. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
No device failure product problem or malfunction to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a balloon kyphoplasty procedure, performed on a female patient within the interventional surgical suite, the implant cement migrated via extravasation to the patient's thoracic cavity. The patient experienced ventricular tachycardia and arrhythmia and condition destabilized. The physician was able to surgically remove the cement from the thoracic cavity and heart. Patient is stable and recovering.